Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the piston was not moving during the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box revealed no rewind issue. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no rewind issue observed. The original complaint of a ¿rewind issue¿ was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the pump case was found to be cracked. (B)(4).